Manufacturer narrative:
D9. Device returned to manufacturer? And date device returned to manufacturer added.

Event description:
An impella cp was inserted via the right femoral artery in a 79-year-old female patient for acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s clinical state prior to initiation of support was not reported. At the time of veno-arterial extracorporeal membrane oxygenation (va-ECMO) cannulation, the patient received a large heparin bolus. Subsequently, significant bleeding was noted from the left ECMO cannulation site, with minor oozing observed at the right groin impella insertion site. The clinical team assessed both access sites and determined that the ECMO cannulation site was of greater concern, as the impella insertion site oozing was minimal and not felt to be clinically significant. By the following morning, bleeding was largely controlled with a small dose of protamine and manual pressure, with improvement noted. During ongoing support, a purge leak was identified at the purge sidearm of the impella cp, with an estimated leak rate of approximately 11 cc/hr while purge flow was approximately 30 cc/hr. A low purge pressure alarm was reported. The purge solution consisted of dextrose 5 percent in water with 25 milliequivalents per liter of sodium bicarbonate. The device was operating at performance level p2 with flows of approximately 2.3 l/min. The patient and device were closely monitored overnight. Due to the purge sidearm leak, identified as filter damage, the impella cp was later explanted. No patient harm was reported in association with the purge leak. The post-procedure outcome was survival at explant.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.